Event description:
It was reported that the pump displayed an unspecified error message and would not turn on subsequently. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support and reverted to an alternate method of insulin therapy.